Manufacturer narrative:
(B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported failure and traced the failure to a defective sensor board. The sensor board was replaced to resolve the malfunction and subsequent testing of the device was completed without further failure. The unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Evaluated on site by livanova rep.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). (B)(4). Sorin group received a report that the s3 roller pump stopped and displayed an error message during a procedure. The pump was changed out and the case was completed without any report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the s3 roller pump stopped and displayed an error message during a procedure. The pump was changed out and the case was completed without any report of patient injury.